Event description:
Boston scientific crm received information that this right ventricular lead was dislodged. A revision procedure was performed, this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was repositioned, remains implanted and in service. Should additional information become available, this event will be updated.